Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken main tube approximately 3.45" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user noticed that the teflon pad was separated from the jaws. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the user clarified that the "stick" mentioned in the notes refers to the teflon pad. The teflon pad was broken off/ detached from the jaws. The teflon pad fell into the patient and the fragment was retrieved manually by a surgeon during the same procedure. No additional surgical procedures or post-operative tests were required or performed to remove the fragment. The surgeon believes the quality of the instrument was the cause of the damage. The user did not have any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The reporter did not know the instrument's batch sequence number.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the submitted image was performed by isi. The image was too small and of poor quality. No conclusive determination can be made based on this analysis.